Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and reported device was confirmed to be operating per specifications through performance verification testing and no failure was identified. No further details provided in regard to the type of alarm the customer experienced. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer reporting several unspecified alarms on the v60 ventilator. The device was in clinical use and continued normal functionality. There was no report of harm. A philips remote service engineer (rse) reported further attempt for additional information from the customer was unsuccessful. Onsite service was scheduled. The investigation is ongoing.